Event description:
The complainant reported while transporting a patient on the cot which was locked in the fastening device, the cot allegedly became dislodged allowing the cot to strike the medic's bench seat. The patient alleged injury, but no further details have been provided pertaining to the alleged injury and/or medical intervention sought.